Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018.(B)(6). Product serial number was not provided. The lens remains implanted although it was planned to be explanted (date unknown). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implanted zcb00 +24.0d (diopter) tecnis monofocal iol (intraocular lens) was noticed to be dislocated downward in the patient's right eye (od). Reportedly, the lens was planned to be explanted. Objective refraction measured on (B)(6) 2018 was -3.0 / -1.75 / 11 = 0.33. No additional information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR the date of birth was incorrectly reported as (B)(6). The correct date of birth of the patient is (B)(6). Therefore section date of birth has been updated accordingly. Additional info: additional information was received and it was learnt that the visual acuity pre-op was 0.2. The serial number of the lens was also provided therefore the following fields have been updated accordingly: serial#: (B)(4), expiration date: 3/15/2012, UDI #: (B)(4). Device manufacture date: 3/15/2010. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received, explant was performed on (B)(6) 2018. Patient's visual acuity on (B)(6) 2018 was ra +2.25/-1.25/103 = 0.7. If explanted; give date: (B)(6) 2018. In the initial MDR was to capture planned explant, this is now being updated to explant of lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Based on new information received, implant date was provided as follows: if implanted; give date: (B)(6) 2010. Device available for evaluation: yes. Returned to manufacturer on: 2/20/2019. Device evaluation: the sample was received in a small container which contains water. The sample was evaluated and observed in good condition. The complaint issue reported as unexpected postop refraction and dislocation were not confirmed. Based on the evidence, there are indications that the lens was handled during surgery. It is not possible to confirm if the defect reported is related to manufacturing. A product deficiency cannot be confirmed. The diopter measure result report was reviewed and the measure for this serial number met the specifications. There was no deviation identified in the diopter measurements report. The customer's reported complaint was not verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.